Event description:
It was reported that following a blow to the chest, a deep brain stimulation (dbs) patient experienced inadequate stimulation the next day, leading to the return of symptoms and difficulty moving. Upon visiting the clinic, high impedances were detected on several contacts, including a therapeutic contact. Despite reprogramming the device, the issue persisted. As a result, the patient underwent a revision procedure in which the devices were explanted and replaced. Postoperatively, the patient is recovering well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters. Upn: m365db9218550. Model: db-9218-55. Serial: (B)(6). Batch: 7053733. Gtin: 08714729905295. UDI: (B)(4). The returned implantable pulse generator (ipg) was thoroughly evaluated. The reported allegations of high impedance and inadequate stimulation could not be substantiated. The ipg successfully passed visual inspection, with no observable anomalies. Functional testing also revealed no irregularities. The returned adapter underwent detailed analysis, including x-ray inspection. Findings indicated that electrodes 2 and 3 at the distal end exhibited cable fractures located at the weld nugget. This type of damage is consistent with the application of excessive tensile force. Additionally, mechanical stress such as bending at the distal end may contribute to cable fractures within the connector region of the adapter. Importantly, no exposed cables were identified at the damaged site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters upn: m365db9218550, model: db-9218-55, serial: (B)(6), batch: 7053733, gtin: (B)(4), UDI: (B)(4).

Event description:
It was reported that following a blow to the chest, a deep brain stimulation (dbs) patient experienced inadequate stimulation the next day, leading to the return of symptoms and difficulty moving. Upon visiting the clinic, high impedances were detected on several contacts, including a therapeutic contact. Despite reprogramming the device, the issue persisted. As a result, the patient underwent a revision procedure in which the devices were explanted and replaced. Postoperatively, the patient is recovering well.